Manufacturer narrative:
On december 3, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.8 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On december 8, 2020, mentor received confirmation that the patient underwent bilateral switch from saline to gel device on (B)(6) 2020. Field d6b for explantation date has been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2020, mentor became aware that the date of replacement surgery is (B)(6) 2020. Patient is switching from saline to gel device. The following fields have been updated on this form: field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2020, mentor became aware that the replacement device on the left side is catalog number 3506001bc; serial number (B)(6) implanted on (B)(6) 2020. Field d7 for explantation date has been updated to (B)(6) 2020 on this form, and replacement for the right side was catalog number 3506501bc; serial number (B)(4) implanted on (B)(6) 2020. Mentor also became aware that patient also experienced left side capsular contracture; baker grade iii. Hence, patient code capsular contracture has been added to field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 18, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 425cc mentor smooth round moderate profile and experienced left side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.